Event description:
It was reported that while the balloon was being inflated at the target site in the vessel to remove a clot, it ruptured. A new device was prepared as a replacement, and the procedure was completed successfully. There was no injury reported to the patient.

Manufacturer narrative:
The device was discarded and available for investigation. Therefore, the exact root cause of the reported issue could not be determined. Balloon rupture is an inherent risk of using this product. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). The lot number of the product was not provided. Therefore, we're unable to perform a lot review.